Manufacturer narrative:
Analysis of the lead found that the stimulation lead body was cut through and the product segmented. It was noted that there was no significant anomaly with the lead. Analysis found that both of the stimulation extension bodies were cut through and the products segmented. It was noted that there was no significant anomaly with the extensions. Analysis of the implantable neurostimulator (ins) found that there was no anomaly.

Event description:
It was reported that the patient had an implantable neurostimulator (ins) in the right buttock and wanted to have removed because it was not helpful. It was noted that there was a removal of the ins and leads. It was noted that the surgical paddle remained in the patient. It was noted that the device did perform as expected/designed and impedances were within normal limits. It was noted that there were no ¿account/customer/patient concerns.¿ additional information was requested but was not available at the date of this report.

Event description:
Additional information was received on march 3rd 2015 indicating that there was a revision on (B)(6) 2013. The ins was removed and the synchromed pump and intrathecal catheter were inserted.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, explanted:(B)(6) 2013, product type extension; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.